Event description:
It was reported that during a coronary stent procedure, stent damage occurred. The physician attempted to direct stent the lesion with a express2 stent but was unable to cross the lesion. He then pre-dilated the lesion and noted stent damage as he was going to readvance the express2. No pt injuries or complications were reported.